Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a poyflux 17l, a leak was observed "at the connection point between the dialyzer inlet and the machine's dialysate port". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was wet and contaminated with blood. After disinfection, a leakage test was performed on the dialysate side of the filter and a leak was observed. Evidence of the stress mark noted on the side of the dialysate port indicated that the damage did not occur during production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the dialyzer port damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.